Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. The manufacturer date and expiration date have been obtained. File has been updated accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that patient underwent mesh removal on (B)(6) 2014 by (B)(6). No additional information was provided.

Manufacturer narrative:
It was reported that following the procedure patient experienced small bowel obstruction.